Event description:
Hospital advised that channel a was set up to infuse a 50ml syringe of morphine. The nurse was switching the pump between primary and secondary rates, when the pump started to give secondary alarms. The user was using the secondary rate to bolus the patient. Hospital cannot account for 18mls of morphine after one hour of starting this process. The patient was treated for morphine overdose, put on a ventilator for 20 hours, and moved to the intensive care unit.